Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had an increased intra-peritoneal volume event while performing peritoneal dialysis therapy. This event occurred during dwell one. The patient stated that their clinic gave them a manual fill of 2000ml with antibiotics, but did not adjust the initial drain alarm before the therapy. The technical service representative assisted the patient with ending the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.